Event description:
Device malfunction: cuff miss (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a cuff miss occurred with the first proglide device. The device was removed and a second proglide device was used; however, a suture break occurred. The device was removed and hemostasis was achieved with a third proglide device. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #2-proglide (part#12673-03; lot#63114-6h), is being filed under a separate medwatch report.